Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the surgeon placed the ins too deep and the pocket was revised a few weeks later due to the patient having problems charging. No symptoms were reported. No further complications were reported/anticipated.